Manufacturer narrative:
E1: initial reporter phone no.: (B)(6).the device was received for evaluation. During evaluation, the reported problem of 'had ec322.' Was not reproduced. A review of the event history log (ehl) revealed 'had ec322.' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.